Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that output voltage supply from ps1 was slightly out of specs and was readjusted to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, imaging system displayed a door open message when the door was closed. Rebooting the system several times and unplugging/replugging the umbilical cable did not resolve the issue. Disconnected interconnect cable and rebooted the system but the issue persisted. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.